Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Perforation is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2025 it was reported the patient was hospitalized for a perforation in the abdomen, unknown organ. Patient received unknown antibiotic therapy and was nominated for surgery. Duodopa was discontinued. On (B)(6) 2025 it was reported the patient died on (B)(6) 2025. An autopsy was not performed. Despite multiple queries, there is no clear evidence linking the device to the reported event, and no additional information regarding device-related allegations, malfunctions, complications, diagnostic testing, or treatment is available. Therefore, out of abundance of caution, abbvie is conservatively reporting the event without attributing causality to the device.